Event description:
Caller reported that cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided complete information on how to reset the pump, and after walking the caller through the process, the pump did not display the error code again. The caller successfully started their sensor session.